Event description:
It was reported during an atrial fibrillation ablation procedure using a cool flex ablation catheter, the pt developed a pericardial effusion. Transseptal puncture was performed using a sjm brk needle. An agilis introducer and a sjm sl1 introducer were used to access the heart. The cool flex catheter and a non-sjm diagnostic catheter were placed in the left atrium. A non-sjm generator and irrigation pump were used with the cool flex catheter to perform ablation in the left atrium. Near the end of the procedure, while checking the pulmonary vein for bidirectional block with the non-sjm spiral catheter, the pt became hypotensive. A transesophageal echocardiogram was performed, revealing a pericardial effusion near the left atrial appendage. A pericardiocentesis was performed and the effusion resolved. The procedure was aborted at this time, without confirmation of bidirectional block in two of the remaining pulmonary veins. The current status of the pt is listed as stable.

Manufacturer narrative:
We were unable to evaluate the product involved in this incident since no components of the device were returned for analysis. Based on the info provided to st jude medical, the cause for the reported event remains unk. Review of the device history record was not possible as the serial/lot number is unk. The root cause classification is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.